Manufacturer narrative:
Pump received no motor movement or negligible movement. Retries to free a stuck motor failed. During rewind due to motor flex not plugged in properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed. Unit tested outside the pump and received pump error 38 at rewind. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error alarm 7 times the during basal. The customer¿s blood glucose level was 20.9 mmol/l. The customer was able to clear alarm. Customer reported that displacement volume test and self test was passed. Customer reported that no alarm during rewind, load reservoir and fill tubing. The insulin pump will be returned for analysis.